Event description:
No additional information received. We received a shipment several days ago where it appears there are no open complaints for. I will add several pictures below. All samples are material 305211 lot 3031678. The customer is (B)(6) in switzerland. The vast majority of samples are for epoxy and fm, but there are a few with empty packages, missing needles and missing shield. I believe I separated and shipped all the epoxy ones yesterday but there are other defects listed. We believe they are and fm, empty packages, missing needles, missing shield, and then possibly shield tight?

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported there were several defects with product received. To aid in the investigation, six hundred fifty-samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. It was observed that there were loose particles in the packaging blisters, empty packages, missing needles, and missing shields. Twenty-five samples were randomly selected and tested for shield pull. All the samples passed. For the foreign matter in the packaging blister, this could occur after a repair or preventative maintenance if cleaning was not completed properly. For the empty packages, this could occur if there was a jam at the packaging feed. For the missing needles and shields, this could occur if the needle was not assembled to the shield during the processes. A device history record review was completed for provided material number 305211, lot 3031678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the defects reported by the customer are confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We received a shipment several days ago where it appears there are no open complaints for. I will add several pictures below. All samples are material 305211 lot 3031678. The customer is(B)(6) in switzerland. The vast majority of samples are for epoxy and fm, but there are a few with empty packages, missing needles and missing shield. I believe I separated and shipped all the epoxy ones yesterday but there are other defects listed. We believe they are and fm, empty packages, missing needles, missing shield, and then possibly shield tight?